Event description:
It was reported that device had main board force sensor and the issue happened during calibration. No patient injury was reported.

Manufacturer narrative:
Customer reported main board force sensor issue. Both tamper seals were intact,top and bottom cases are in excellent condition. No visible contamination. Power up process and performed calibration verification test. Reported problem duplicated during power up process. Unable to calibrate force sensor. Steady state reading of the force sensor (with no pressure on it) . Force does not change when pressure applied to the force sensor. Unable to determine what caused issue. No visible damage or contamination found in main pc board. Replaced main pc board, performed calibration and self test.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. A review of the event history log (ehl) identified force sensor test.

Event description:
Additional information received via email: customer said the issue happened during calibration.